Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The device was evaluated and the reported condition of hose damage was confirmed. During service, it was noted that the hose was torn. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report from (B)(6) stating that during service it was found that the device had damage. The date of the event is unk. It is unknown if the device was being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.